Manufacturer narrative:
Evaluation summary: visual inspection under 30x magnification indicates j stiffener wire has fractured approx. 33mm and approx. 72mm proximal of the weld site. The proximal section of the j stiffener wire measures approx. 15mm and has migrated down lead body approx. 75mm proximal of the weld site. Approx. 6mm of the distal end of the j stiffener wire which fractured approx. 33mm and approx. 72mm proximal of the weld site was received protruding out of the outer polyurethane insulation approx. 35mm proximal of the weld site. Sem analysis pending on fractured j stiffener wire.

Event description:
The physician indicated the patient had a pneumothorax and hypotension and required the insertion of a inter costal tube.